Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) a faradrive steerable sheath was selected for use. Upon insertion of a farawave catheter into the sheath, continuous air aspiration was observed. The sheath was replaced with another faradrive sheath, and the procedure was completed successfully. A carto octaray was used as a mapping catheter. The sheath is expected to be returned for analysis. Two days following the ablation with a farawave catheter, the patient returned to the hospital due to cerebral infarction caused by a blood clot involving a critical area of the brain and presenting a high risk to life. The physician had not been able to meet with the patient following the event. Although the exact cause cannot be definitively identified, the attending physician indicated it is highly likely the event occurred during the left atrial portion of the procedure with the farawave. It was noted that the patient later passed away, however, the exact date of death is unknown. The catheter is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
B5: describe event or problem - corrected with additional clarifying narrative pertaining to the referenced patient events. Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of visible air bubbles is a known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: boston scientifics investigation determined the tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design.

Event description:
It was reported that during a pulsed field ablation (pfa) a faradrive steerable sheath was selected for use. Upon insertion of a farawave catheter into the sheath, continuous air aspiration was observed. The sheath was replaced with another faradrive sheath, and the procedure was completed successfully. A carto octaray was used as a mapping catheter. Two days following the ablation with a farawave catheter, the patient returned to the hospital due to cerebral infarction caused by a blood clot involving a critical area of the brain and presenting a high risk to life. The physician had not been able to meet with the patient following the event. Although the exact cause cannot be definitively identified, the attending physician indicated it is highly likely the event occurred during the left atrial portion of the procedure with the farawave. It was noted that the patient later passed away, however, the exact date of death is unknown. It was further reported that approximately two weeks elapsed between the procedure and the patient death. After the patient was discharged, the patient was transported back to the hospital within two to three days due to cerebral infarction. The farawave catheter was disposed of at the facility. It was further corrected that the previously reported combination of events were separate events. A faradrive steerable sheath was selected for use. Upon insertion of a farawave catheter into the sheath, continuous air aspiration was observed. The sheath was replaced with another faradrive sheath, and the procedure was completed successfully. The previously reported stroke and death event is reported via 2124215-2025-91619.

Manufacturer narrative:
B5: describe event or problem - updated.

Event description:
It was reported that during a pulsed field ablation (pfa) a faradrive steerable sheath was selected for use. Upon insertion of a farawave catheter into the sheath, continuous air aspiration was observed. The sheath was replaced with another faradrive sheath, and the procedure was completed successfully. A carto octaray was used as a mapping catheter. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. Two days following the ablation with a farawave catheter, the patient returned to the hospital due to cerebral infarction caused by a blood clot involving a critical area of the brain and presenting a high risk to life. The physician had not been able to meet with the patient following the event. Although the exact cause cannot be definitively identified, the attending physician indicated it is highly likely the event occurred during the left atrial portion of the procedure with the farawave. It was noted that the patient later passed away, however, the exact date of death is unknown. The catheter is not expected to be returned for analysis as it was disposed. It was further reported that approximately two weeks elapsed between the procedure and the patient death. After the patient was discharged, the patient was transported back to the hospital within two to three days due to cerebral infarction. The farawave catheter was disposed of at the facility.